Manufacturer narrative:
Title: robotic pancreatoduodenectomy at an experienced institution is not associated with an increased risk of post-pancreatic hemorrhage source: hpb 2018, 20, 448¿455. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study retrospectively evaluated the incidence of post pancreatectomy hemorrhage in patients who underwent robotic pancreatoduodenectomy between 2008 and 2016. The staplers with a 45 mm vascular gold loads with a curved tip were used in some patients to ligate the gastroduodenal artery, though it is unspecified how many patients the device was used on or if the device was used in additional steps. There were 400 patients who underwent robotic pancreatoduodenectomy with 19 patients diagnosed with post pancreatectomy hemorrhage, 16 of which were pseudoaneurysm and were used for subsequent analysis to assess potential vascular trauma. Of the three post pancreatectomy hemorrhage patients that did not have pseudoaneurysm: two had true extraluminal bleeds from the lesser curvature staple line (one underwent further laparotomy) and one patient had an intraluminal bleed from gastrojejunal anastomosis. One patient was taken back to the operating room; 15 patients underwent interventional radiology including four who underwent coil embolization, 10 stents replacement and one had both. Eleven patients with pseudoaneurysm also had a popf, four of whom required additional angiography. The 90-day mortality of the entire cohort was 11 however, the 90-day mortality rate from pseudoaneurysm cohort was two.